Event description:
IV pump alarmed and infusion stopped with following error message: "door opened! Infusion stopped! Close door." Patient just arrived from emergency department with insulin gtt infusing without any issues. As we were getting the patient settled, the alarm on the pump went off and insulin infusion stopped.